Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. During system check with tandem technical support, customer attempted to reload a new cartridge with only 37 units of insulin and received a minimum fill notification (as expected). Customer loaded additional insulin and resumed insulin delivery successfully. Root cause for the occlusion alarm could not be determined. Customer's blood glucose was 128 mg/dl.